Event description:
It was observed that, during the device evaluation, a foggy image occurred on the laparo-thoraco videoscope due to damage to the charged couple device unit. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to damage on bending tube; the right/left lever does not move smoothly, the light guide cover glass has a scratch, the venting connector of the light guide connector is deformed, switch 1 has a cut, adhesive on the bending section cover has a chip, and due to deformation of video connector case; water tightness is lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling of the device, resulting in the occurrence of the subject event. It was confirmed that instructions, chapter 3 ¿preparation and inspection¿, section 3.6 ¿inspection of the endoscopic system¿ was confirmed to describe how to inspect for the subject event. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.